Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/insufficient device reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. Inspection of the endoscope ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function ¿inspection of the water feeding function¿: ¿1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: device was cleaned, disinfected, and sterilized before being sent to olympus. Delay in the start of pre-cleaning. Air/water nozzle was flushed with water and air: unknown. No abnormalities in the accessories used for reprocessing. Was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: unknown. Did the customer presoak the endoscope in the detergent solution? No. Unknown if immerse the endoscope in the detergent solution. Did the customer flush the air/water nozzle / channel with the detergent solution: unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brushes or sponge. The customer flushed the air/water nozzle/channel with detergent solution. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional evaluation findings were as follows: due to a scratch on objective lens, flare occurs, the objective lens also had discoloration, due to wear of angle wire, bending angle in up direction and the play of up/down (u/d) knob did not meet the standard value, the forceps channel port was shaved, the air/water cylinder had corrosion, the electrical connector had corrosion due to water leakage, scope connector had corrosion and a scratch, the universal cord had discoloration and a scratch, the grip had discoloration and a scratch, the scope connector cover had discoloration and a scratch, the u/d knob had corrosion and a scratch, the control unit had discoloration and a scratch, the connecting tube had a dent and a scratch, the adhesive on bending section cover had a crack and a scratch. The following additional parts also had scratches: connecting tube, right/left (r/l) knob, both the lock engagement knob and lever, switch box, protector of universal cord on the scope connector side and the control section side, plastic distal end cover, and the scope connector cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
On behalf of the customer an olympus representative reported to olympus, that the evis lucera colonovideoscope had angulation defect issues. Inspection and testing of the returned device found foreign material in the nozzle. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.